Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, begraft stent grafts used as bridging stents during fevar are associated with favorable outcomes at 1 year follow up.

Event description:
Received an article titled "one year outcomes of 101 begraft stent grafts used as bridging stents in fenestrated endovascular repairs" published in the european journal of vascular and endovascular surgery. The article evaluated the outcomes of the second generation begraft balloon expandable covered stent graft system implanted as bridging stent grafts furing fenestrated endovascular aortic repair (fevar) of complex aneurysms. Per the article adverse events included, hemorrhage, emboli, ischemic events, endoleaks and thrombosis.